Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed stuck button. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump also had a failed battery test alarm after the battery has been removed and reinserted. No troubleshooting was performed. Insulin pump is not expected to return for analysis.